Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the electrode. The patient reported that there was an open wound under the electrode. The patient's nurse placed a band aid on the wound. Follow-up indicated that wound was healed.